Event description:
It was reported that the user experienced persistent insulin occlusion alerts on an ilet system while using an inset infusion set with a reported blood glucose of 378 mg/dl and later identified a large air bubble in the cartridge after loading insulin directly from the refrigerator, which was addressed through troubleshooting and a full set change. Symptoms included hyperglycemia and no associated signs or symptoms. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed improper handling procedure related to loading cold insulin and an issue consistent with leakage or seal concerns associated with the reservoir component leading to air introduction and interrupted delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.